Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad due to the charging pad being damaged. The customer's blood glucose level was not adversely impacted. Tandem technical support sent new charging supplies to the customer.